Event description:
Information received from the field notes that prior to the patient undergoing an abaltion procedure, the device interrogated fine. Post ablation, the device could not be interrogated. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received